Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd pegasus¿ safety closed IV catheter system malfunctioned as the safety shield failed to activate. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: the failure mode reported by the customer could not be observed in the sample provided. The bach history record was reviewed and did not indicate any abnormalities in the incoming materials, assembly process, or the packaging process. The returned sample was able to successfully separate from the catheter adapter and the v-clip was successfully activated by the quality engineer. Because the complaint could not be duplicated the quality engineer was unable to determine a root cause for the complaint.